Event description:
Surgeon reported difficulties inserting the lens. He enlarged the wound and during insertion of the lens, the posterior capsule tore, and lens went half way into anterior vitreous cavity. An anterior vitrectomy was performed. Surgeon stated pt's condition/prognosis is "doing very well". Pt's best-corrected visual acuity at 5-days postoperative was 20/50. Surgeon stated unknown if product related, however, probable.